Event description:
It was reported that a malfunction alarm with code malf 5 occurred. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to utilize multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. A replacement pump was arranged by technical support, and the customer was instructed to return the malfunctioning pump using a pre-paid label within ten days.